Event description:
It was reported a pump was alarming for a sys error 105. There was no pt involvement. This event did not occur on or before first clinical use.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom sys error 105 was confirmed through the history log but could not be reproduced. The I/o board was observed to be damaged. As a result, the I/o board was replaced.